Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home but was pronounced dead at the hospital. The cause of death was a heart attack. The caller stated that the customer had c.o.p.d and low blood glucose that may have led to the customer's passing. The customer¿s blood glucose was 159 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The caller stated the customer had a low before the heart attack, which they treated for with juice. The customer had the heart attack before they could eat a meal. The customer was not using sensors. The caller declined to return the insulin pump for analysis.